Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was iodine leakage from the connection of the transfer set and minicap. This occurred during use at the patient home. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device evaluation was completed. A visual inspection with the naked eye noted a mark on the thread of the female connector of the transfer set. Functional tests, including clear passage test and clamp function test were performed with no issues noted; however, a leak test revealed a leak beneath the in ¿ lab minicap due to the mark on the thread of the female connector. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.